Event description:
It was reported the device was demonstrating power issues. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). The liquid crystal display (lcd) was also out of specification. Two side bail covers and the upper and lower cases were observed to be broken, and the ring was bent.